Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the minimally invasive chevron and akin osteotomies surgery that the guidewire broke while drilling the guidewire for the 4mm beveled screw. The guidewire broke outside the patient in the near to the entrance of the wire attachment. The remaining part of the wire was removed from the patient. The guidewire was drilled with 15.000 rpm. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8741-15s batch 4155141857 was received for evaluation. Visual inspection revealed that the guidewire was fractured into two separate pieces. One of the segments exhibited a noticeable bend, suggesting possible mechanical stress or damage during use or handling. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, including excessive force and misalignment of the insertion.